Event description:
It was reported by service report that the safety bar is not working properly. The customer reported that they did not know if there was any patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Safety bar.